Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the legacy cubie drawer 4, sub drawer 1 did not open. The field service engineer (fse) removed the rear panel to inspect the drawer and found that the bumper stoppers were missing from the rail, then removed the drawer from the chassis, flipped it upside down, installed the bumper stoppers, and the client successfully completed the inventory afterward. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 3.1 pocket c1 bin was jammed and unable to open. User recovered storage space, but issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.